Event description:
A report of an infection at the pocket site was received. The pt first noticed symptoms of redness, warmth and a little open spot, and a couple of days later the pocket site got a little bit pussy. The pt was prescribed antibiotics to clear up the infection. The physician also prescribed avalox. The pt's infection spot has closed and healed. The pt is reportedly doing well, and no other intervention is planned at this point by the physician.